Event description:
The report stated that the ligasure atlas handpiece had a defect on the wire at the jaws. The grey wire was damaged so that you can see the inside of the wire.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.